Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings: a review of the pump history showed no evidence of unusual voltage fluctuations. The battery was not returned with the pump. There was no evidence that the pump was ¿burned¿ at the bottom of the pump. During testing, the pump powered on with audio tones and vibrations functional. The pump performed the rewind, load, and prime steps with no issues occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump cover was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of the battery being warm and the pump being burnt was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged that the battery was warm when removed from the pump. It was noted that the bottom of the pump looked burnt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.